Event description:
Boston scientific received info that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had lost quite a bit of weight and as a result, the device was close to eroding through the skin. However, there were no reports that the device had actually broken through the skin or that there was an infection. A pocket revision was performed and the s-ICD was disconnected from the electrode without any issues. A new pocket was prepared and then the physician attempted to reconnect the electrode to the device; however, the setscrew would not move. Several wrenches were used (models 6628 and 6501) but the setscrew remained in the up position. The s-ics was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.